Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 364 mg/dl. The customer stated that she fainted prior to being hospitalized and that she may have suffered damage to her heart as a result of the hyperglycemia. Troubleshooting was performed and found that the insulin pump had alarmed low reservoir prior to the event. The prime and high pressure tests passed. Nothing further was reported.